Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device shuts down by itself. It was reported that there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer reviewed the logs and informed the remote service engineer (rse) that error, "da pcba adc failed" (diagnostic code 1006), had occurred in the logs. The digital to analog converter (dac) output was determined to be not equal to 150 counts for 6 consecutive measurements. The customer and rse performed troubleshooting per the service manual and the customer stated they would continue to test and callback if further assistance was needed. The customer completed testing and confirmed that the device was functioning properly. The device passed the required performance verification tests per philips standards and was returned to service. The cause of the reported issue could not be established.